Event description:
Phlebotomist was performing a venipuncture on a patient. Once completed, took the needle out of the patient, clicked the button to retract needle. Phlebotomist thought the needle had fully retracted and was safe to dispose of it in the sharps container, however the tip remained exposed. Phlebotomist did not notice and proceeded to have a sharps injury.